Manufacturer narrative:
Combined medwatch submitted to the FDA on 05/31/2023. A review of the device labeling notes the following: the current orbera intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation and early removal "as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. A patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." Deflated device should be removed promptly. Possible adverse events: intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Insufficient or no weight loss. Igb deflation (i.e. Collapse) and subsequent replacement. Combined report. The device was returned to the apollo device analysis laboratory on (B)(6)2023. A deflated balloon with blue coloration was returned for evaluation. As the device was not received with the fill tube, a sample fill tube was used for device testing. The balloon inflated as intended; however, due to small slits on the shell the balloon deflated. Under microscopic analysis, the openings on the shell were noted to have striated edges, consistent with damage from a surgical tool. The shell was inflated a second time and submerged in water and there were no bubbles coming from the valve. The complaint could not be verified as it is uncertain the cause of the deflation due to the slits on the shell having jagged edges for removal and the valve did not leak. A device history record (DHR) review was performed as the lot number was provided and the device was returned. The subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints against the lot number af05348 and allegation.

Event description:
Healthcare professional reported patient urinated green color. The balloon was removed.